Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown triathlon baseplate was reported. The event was confirmed through clinician review of the provided medical records. Method & results:  device evaluation and results: no product was returned for evaluation however, a photograph was provided. The photograph shows a recently explanted baseplate attached to an extractor. Blood and biological matter were visible on the underside of the baseplate. The baseplate was fractured. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi which represents a male patient, dob (B)(6) 1960 described as 74 inches tall and weighing 285 pounds. His date of implantation is listed as (B)(6) 2020 and explantation (B)(6) 2021. The event description states: " ... Knee revised due to a broken baseplate ... One of the cruciform pegs was broken off ... And the baseplate was cracked in half ... Universal baseplate with stem and extender and a new insert were implanted ..." Undated x-rays: ap both knees, 2 ap right knee, lateral knee (side not labelled): bilateral uncemented tka - left nominal, right consistent with fracture of tibial baseplate with radiolucency under tibial component plateaus. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the x-rays supplied, confirmation of the event description is possible, but insufficient data is available to create a medical report for this case. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event was confirmed through clinician review of the provided medical records. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as clinical or patient medical history, operative reports, dated serial x-rays and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's knee was revised due to a broken tibial baseplate. Patient reported to the surgeon that he had been 'hard' on the knee, no further details reported to the rep. Intra-operatively, one of the cruciform pegs was broken off in the patient's bone and the baseplate was cracked in half. Rep confirmed there was no damage and that there are no allegations against the liner. All pieces of the baseplate were removed along with the liner, and a universal baseplate with stem and extender, and a new insert were implanted. Rep reported he has pictures and may be able to get the primary usage, and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to a broken tibial baseplate. Patient reported to the surgeon that he had been 'hard' on the knee, no further details reported to the rep. Intra-operatively, one of the cruciform pegs was broken off in the patient's bone and the baseplate was cracked in half. Rep confirmed there was no damage and that there are no allegations against the liner. All pieces of the baseplate were removed along with the liner, and a universal baseplate with stem and extender, and a new insert were implanted. Rep reported he has pictures and may be able to get the primary usage, and that otherwise, no further information will be released by the hospital or surgeon.